Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a saturated flow issue. Coinciding with the saturated flow, it was also noted that there was an intermittent 'impella in aorta' alarm. The physician repositioned under echo and the impella was pulled back 3cm, and the flows improved. Also, the physician was made aware of no pulses in left foot/left leg cold. Options were discussed and the physician decided they could adjust the sheath or bypass if they wanted. It was reported that the patient expired on the same day. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The product was returned and biomaterial was found wrapped around the impeller. The data logs show an increase in motor current and flow without a increase in p-level. There was reportedly only dextrose in the purge. The root cause of the saturated flow was determined to be biomaterial ingestion. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a saturated flow issue involving an impella device. Coinciding with the saturated flow, it was also noted that there was an intermittent 'impella in aorta' alarm. Physician came back to reposition under echo. Impella pulled back 3cm. Flows improved. It was also reported that the physician was made aware of no pulses in left foot/left leg cold. Options were discussed and physician decided osu could adjust the sheath or bypass if they wanted. It was reported that the patient expired same day.